Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the clamps on the palindrome catheters do not open all the way, creating a kink in the tubing that impedes blood flow. A patient had his catheter removed and replaced due to poor flow.